Manufacturer narrative:
The glidescope avl video baton 1-2 was returned to verathon EU for evaluation. A verathon technical service representative evaluated the returned video baton, the disappearing image could not be confirmed. However; it was found that when the flexible tubing of the video baton was manipulated, the led would go dim, resulting in a dark image which could be perceived as a disappearing image. Upon review of the device history for the serial number (B)(4) was determined that the device was manufactured on 01-jun-2011 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, seven (7) years caused or contributed to the event. Since the customer received a replacement and there are no repairs available for this device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image would disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.